Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer treated with yogurt and a light dinner. The customer stated that there was a dual wave bolus running on the pump. The customer was advised to change her set and suspend the pump. The customer was able to rewind the pump. The customer also stated that her sensor glucose versus blood glucose are not lining up. The customer declined to troubleshoot for low readings.